Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported "et tube green connector snapped off the stem. Another connector from a different tube had to be used. No patient injury was reported".

Manufacturer narrative:
The actual complaint product was returned for evaluation. One green et [endotracheal] tube connector was received. The mating component (et tube) was not returned. No product packaging was received. The connector does not contain a lot number identification. The returned connector does not contain the tapered tip. The connector was examined under magnification. The size indicated on the wing is 3.5mm and the mold number on the opposite wing is 1. The break area appears jagged with visible stress whitening along one side. No other breaks or cracks were observed on the returned connector. Root cause has not been determined; investigation is ongoing. All information reasonably known as of 30 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Device evaluation results were previously provided. A review of the device history record is not possible as no lot number was provided. A definitive root cause could not be identified; however, a possible cause of failure could be excessive force applied to vent connector stem. All information reasonably known as of 01 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.